Event description:
This literature article described a 73 year-old man who was diagnosed with hepatocellular carcinoma in may91 and developed a biloma following transcatheter arterial embolization. In may92, he underwent a second transcatheter arterial embolization with 30mg of farmorubicin, 3ml of lipiodol ultra-fluide, and a small amount of gelfoam powder for recurrence of hepatocellular carcinoma. Three months later, computed tomography scan revealed a low density area 5cm in diameter in the posterior segment of the right lobe of the liver. On 21aug1992, he was hospitalized for a more detailed examination. A slight inflammation was indicated by a c-reactive protein of 0.6mg/dl and "esr" of 55mm/hr; however, hepatobiliary enzymes were not increased. Ultrasound guided drainage was conducted and since the drained fluid was bile juice, a diagnosis of biloma secondary to transcatheter arterial embolization was made. Percutaneous transhepatic cholangio drainage was performed to reduce the amount of bile juice flowing into the biloma (low density area in the posterior segment of the right lobe of liver) resulting in the disappearance of the biloma in a month. He had transcatheter arterial embolization performed on two other occasions since, with no problems or recurrence of the biloma. Two years later, he died of hepatic failure. Autopsy did not reveal any apparent remaining biloma. The reporting physician commented that the association of the gelfoam powder and lipidlol ultra-fluide could not be completely denied. The use of powder to secure embolization could be considered a contributor to the development of the event.